Event description:
Upon completion of therapy, the doctor went to remove the premicath. During removal, the catheter snapped and did not come completely out. The patient had to be transferred to (B)(6) picu to have the catheter surgically removed. Since the patient was moved to another facility (B)(6) hospital was unable to provide information on the patient outcome.

Manufacturer narrative:
Although the device was not returned to vygon, the details of the complaint will be sent to vygon (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.